Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). Post-implant, the patient had a mild paravalvular leak (pvl) and the valve was noted to be slightly under-expanded. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon; trivial pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The user believed the valve expanded non-uniformly since the valve looked constraint and a pvl was observed on echocardiogram (echo). The patient was in a stable condition.

Manufacturer narrative:
An event of perivalvular leak (pvl), valve under expansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Possible causes of paravalvular leak include sizing of the valve, implant depth, and calcium distribution. Information from the field indicated that the valve was released with an implant depth of 5 mm from the non-coronary cusp (ncc). Post-implant, pvl and valve under expansion were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl and valve under expansion could not be conclusively determined. A conclusive cause for the reported patient effects cannot be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: medical device problem code: 2017